Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she is allergic to the micropore paper tape. No further details were provided. The patient involvement was unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).